Event description:
It was reported that the device appeared to be intermittently undersensing on atrial lead during ventricular arrhythmia. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).